Manufacturer narrative:
Continuation of d10: product ID tm91d0, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was the caller said the device is turned off. It is not helping their systems. The patient sometimes messes with the handset. The issue has been going on since last weekend. It is like they had a stroke. Patient had to go to the hospital last weekend. Patient is in a nursing home. Caller said it is showing their stimulator is charged. Helped the caller pair the communicator to the handset. It then said they needed to link the handset to the stimulator. Was not able to link handset to stimulator. The issue was not resolved through troubleshooting. Agent made outbound call to patient rep in regard to needing assistance connecting the handset to the ins to turn therapy back on. Upon further troubleshooting it was discovered that the patient had a tm91 and not the tm90. A replacement was sent out. Additional information was received from the manufacturer representative and confirmed with the healthcare provider that during the visit on july 12, to address the return of parkinson¿s symptoms for over a week, it was determined using a clinician programming tablet that the patient¿s device had been turned off since july 3. The device was turned back on, resulting in an immediate improvement in symptoms. It was unclear whether the device had turned off due to battery depletion or accidental use of the communicator, as usage data did not provide sufficient history. The family was provided with a legacy-style remote as a backup, and the recharger was confirmed to be functional. Replacement components were reported to be arriving by monday. The issue was resolved, and no further information is available from the healthcare professional.

Event description:
Additional information was received from hcp stating patient was frozen due to device being off and wrong part sent. The ins was off. With the replacement communicator they were able to turn on the ins.

Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.